Event description:
Procedure: living donor nephrectomy. According to the reporter: during procedure, the device became dull and could not cut well. New device was opened to complete the procedure. No bleeding. No tissue damage. No unanticipated tissue loss. Nothing fell into the cavity. No patient harm. Operating room time not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).